Event description:
It was reported that a shaft break occurred. A 16 x 3.00 promus premier select drug-eluting stent was selected. During the procedure, while the promus premier select was crossing the 90% calcified lesion, the shaft of the stent was broken. There was no patient complications reported in relation to this event. It was further reported that the target lesion was located in the 98% stenosed, severely tortuous circumflex artery. There was no signification bend in the lesion. The wire was present in the vessel and no resistance encountered during the procedure. The device was removed by pulling the stent shaft. The device was completely removed successfully from the patient.

Manufacturer narrative:
E1:initial reporter address: (B)(6).

Manufacturer narrative:
E1:initial reporter address (B)(6). Device evaluated by MFR: a promus premier select stent delivery system was returned for analysis. A visual examination of the crimped stent identified no damage. The stent was securely crimped between both markerbands. The stent od (outer diameter) was measured and the results were within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. The device was received in two sections as a result of a break in the hypotube located at 38.8cm distal from the strain relief. Both sections of the hypotube were kinked at various locations along its length. A visual and tactile examination of the distal extrusion identified no damage. No other issues were identified during analysis.

Event description:
It was reported that a shaft break occurred. A 16 x 3.00 promus premier select drug-eluting stent was selected. During the procedure, while the promus premier select was crossing the 90% calcified lesion, the shaft of the stent was broken. There was no patient complications reported in relation to this event. It was further reported that the target lesion was located in the 98% stenosed, severely tortuous circumflex artery. There was no signification bend in the lesion. The wire was present in the vessel and no resistance encountered during the procedure. The device was removed by pulling the stent shaft. The device was completely removed successfully from the patient.

Manufacturer narrative:
Initial reporter name and address:(B)(6).

Event description:
It was reported that a shaft break occurred. A 16 x 3.00 promus premier select drug-eluting stent was selected. During the procedure, while the promus premier select was crossing the 90% calcified lesion, the shaft of the stent was broken. There was no patient complications reported in relation to this event.